Manufacturer narrative:
(B)(4).

Event description:
Patient reported a transmitter failed error.

Manufacturer narrative:
(B)(4). D9 device available for evaluation - correction - yes should have been selected on initial. H3 reason for non-evaluation - correction - should have been left blank on initial .

Event description:
It was reported that transmitter failed occurred on 01-22-2022 for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.